Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the drawer would not open and kept failing. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer could not find any failing drawers on the station and was not able to duplicate the issue. The system functioned as intended after the field service engineer troubleshooted the device.